Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. Patient had history of conduction disease (af) and was bradycardic hr45 post sedation. Pre-arrest, an lma was placed to secure the airway. During the procedure and prior to valve deployment, it pacing vvi 120 was requested.140bpm pressure dropped to 50mmhg and the valve was deployed. During balloon inflation the valve popped up from the aortic root to above stj. Per medical opinion this is due to intrinsic or ectopic beat. The valve was then captured and pulled into the descending aorta where it remained. It was performed a bav with 29mm kit balloon paced vvi 180, similar behavior with balloon moving. It was performed bav with nucleus balloon 25mm which had a waist with no movement. A second valve was deployed with pacing vvi 180 execution successful. The patient final outcome was good, the patient was discharged.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolization into the aorta was confirmed based on imagery review. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. There was no allegation or indication a device malfunction contributed to this adverse event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. Patient has history of conduction disease (af) was bradycardic hr45 post sedation. Prearrest and put lma to secure airway. During procedure, prior to valve deployment it was requested pacing vvi 120 than 140bpm pressure dropped to 50mmhg and valve was deployed. During balloon inflation the valve popped up from the aortic root to above stj. Per medical opinion this is due to intrinsic or ectopic beat''. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the sudden blood ejection resulted from ectopic beat may have caused the valve to move toward aortic direction during deployment leading to embolization. As such available information suggests that patient factors (ectopic beat) may have contributed to this complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.